Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, drainage, extrusion and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, drainage, and "defect on skin". Photo evaluation: visual analysis of the photographs identified: device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. (B)(4).

Event description:
Physician reported experienced right side advanced grade capsular contracture, ¿3x3 cm defect on skin¿, and "intact skin tissue was pierced and fluid drained out". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Additionally, healthcare professional reported: "stiffness, shape disfiguration, skin fistulized and liquid came out, tissue defect increased and prosthesis became exposed".